Manufacturer narrative:
Zimmer biomet (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after a sternal procedure, clicking sounds were noted. An 8-hole plate on the 9th rib had fractured within the patient. Consequently, the plate was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It is further reported that both plates were removed from the patient. Plate number seven was removed, and the rib appeared to be completely healed per surgeon. Screws were fully engaged into the bone and locked into the plate. There was no reported malfunction of this plate. Plate number two, which was located on rib number eight was fractured between screw hole four and five. All six screws were completely locked into the plate and fully seated and engaged into the bone. Patient's bone appeared to be healing very nice, with only a slight crack on the top surface with almost minimal motion. Surgeon felt comfortable not adding hardware due to the amount of healing that had already occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned plate. The plate shows signs of attempted use including marking and scratching on the plate surface. The inspection also shows that the plate has fractured. The complaint is confirmed. The returned device was imaged with digital optical microscopy. High magnification images show fatigue striations, suggesting fatigue mode of failure. Eds semi quantitative elemental analysis on sample surface indicates that the composition of the component is consistent with cp ti with carbon, oxygen, and minor contaminants. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a single lateral chest image demonstrates two malleable plate and screw fixation devices along the lateral ribs. The inferior plate is fractured along its mid aspect. Sizing is appropriate. Bone quality is not well assessed. No signs of loosening, wear, dislocation, or radiolucency. Implant fracture is confirmed with no anatomical or alignment issues identified. A definitive root cause cannot be determined. The reported event is confirmed, based on radiographs and product return. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, e1, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at the time of this report.